Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. The device detected a supraventricular tachycardia resulting in inappropriate shocks. The device was reprogrammed. It was noted that the battery was depleted as a result of the inappropriate shocks. On (B)(6) 2018, the device was explanted and replaced. Patient was stable before, during, and after the procedure.